Event description:
It was reported that an ilet user experienced hyperglycemia after pausing insulin delivery while away from home and later reconnecting, then observed persistent elevated glucose attributed to a bent infusion cannula. User performed a supply change using the existing insulin cartridge, reinserted a 6 mm teflon set with inset, and resumed insulin delivery, after which glucose levels declined. Symptoms included hyperglycemia with glucose values reported up to 328 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.